Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused. The pump infused 285-290ml instead of the programmed 250ml bolus at "999". This was observed during pump use; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.